Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during testing with the infusion being performed into a bucket in the outpatient cancer treatment unit. The event involved normal saline solution. 40 ml of solution was to be infused but the pump stated that it was all infused when only about 20 ml was infused. The infusion was being delivered utilizing non dehp IV tubing. When the total volume from the bucket into which the infusion was taking place was measured, the result was 273 ml. This took 28 minutes. It was also reported there was no patient involvement.